Manufacturer narrative:
Result no sample was received for examination. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. The batch record # 5019858 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, the patient's clinical specialist reported that she had elevated blood glucose of 229 mg/dl on (B)(6) 2013 and leaking around her infusion site. The patient wasn't sure if the leak was due to poor absorption or an actual leak. The patient has also experienced irritation at the infusion site. The clinical specialist advised the patient to take extended boluses to give the insulin time to absorb. On (B)(6) 2013, the patient's husband noticed her shirt was wet around her stomach; then she noticed it smelled of insulin. The patient changed the infusion set and infusion site, but continued to have elevated blood glucose levels in the 300's mg/dl. Her normal range is 90-155 mg/dl. The patient has been under additional stress at work lately. The patient will have her health professional evaluate her basal rates. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The reporters address was not given. No product available to be returned.